Manufacturer narrative:
Product complaint#: (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? The surgeon is an experienced user, the tech who set up the device has experience with the device, not a first time user. 2. How many times have they applied the laparoscopic tip? They had experience in the past attaching lap tip. The amount of times is unknown. 3. Was a sales representative present during the case when the issue was experienced? No sales rep was present in the case. 4. Please clarify, which component broke (the vistaseal applicator or the laparoscopic applicator)? The white portion of the inner cannula of the vistaseal applicator is what broke. There are two of them on the device, one for each biologic. One broke when the gray luer lock of the lap applicator was being tightened by the surgical tech. The seal of the vistaseal and lap applicator was compromised, therefore they opened a new device for both. 5. If the laparoscopic applicator broke, please provide corresponding product code (vsl35 or vtl45) and lot number. The vistaseal applicator broke off, a piece of that was in the lap applicator. Device was compromised at that point and they opened a new one. 5. Was any leakage or product solution observed at the luer locks connection? Yes the pathway was compromised, due to the inner cannula being broke off. It was noticed immediately and replaced with another device. 6. Were there any unexpected outcomes or complications as a result of the event? No, the tech recognized the issue immediately and asked for replacement. 7. Are there pictures of the damaged device available? Yes. Additional information: d4: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3622399, 3614229. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. When the technician was attaching the laparoscopic tip the inner cannula of the white adaptor snap and broke. Th staff open new biologic vistaseal and new laparoscopic tip and proceed on the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 3614229 mfg date: 11/20/2024, exp date: 11/20/2029 batch 3622399 mfg date: 12/10/2024, exp date: 12/11/2029 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.